Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the white tissue pad slipped off the tips. The tissue pad was retrieved and the case was completed - nothing was used in replacement of the ace shears as the surgeon was close to completing the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.